Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: 00620205022 shell porous with cluster holes 50 mm 62151127; 00631005032 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells; 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 62188072; 00771100910 femoral stem 12/14 neck taper plasma sprayed press-fit 62141455.

Event description:
Patient was revised approximately four years post-implantation due to pain and alval symptoms. The femoral head was removed and replaced, no additional information provided.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.